Event description:
The skull clamp was returned for evaluation due to possible slippage. The user facility was contacted and it was confirmed that the patient sustained laceration, but did not require stitches.

Manufacturer narrative:
The returned clamp was in good condition. The 80# torque knob tested in specification, but the piston did not pass the "go/no-go" gage. The rocker arm was slightly difficult to postiion and the swivel base had slight movement when locked. When the clamp was properly positioned, adjusted and locked, the reported "slippage" condition could not be duplicated. Residue build-up was observed when the clamp was disassembled which may have contributed to the rocker arm being difficult to position and to the slight movement of the swivel base when locked.